Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("extreme pain"), noninfective oophoritis ("ovulation inflammation"), coital bleeding ("spotting during and after intercourse"), dyspareunia ("pain during and after sexual intercourse"), menometrorrhagia ("heavy irregular bleeding") and vaginal odour ("distinct smell"). The patient was treated with surgery (surgery for essure device). Essure was removed. At the time of the report, the pelvic pain, coital bleeding and dyspareunia outcome was unknown and the vaginal odour had resolved. The reporter considered coital bleeding, dyspareunia, medical device removal, menometrorrhagia, noninfective oophoritis, pelvic pain and vaginal odour to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("extreme pain"), noninfective oophoritis ("ovulation inflammation"), coital bleeding ("spotting during and after intercourse"), dyspareunia ("pain during and after sexual intercourse"), menometrorrhagia ("heavy irregular bleeding") and vaginal odour ("distinct smell"). The patient was treated with surgery (surgery for essure device). Essure was removed. At the time of the report, the pelvic pain, coital bleeding and dyspareunia outcome was unknown and the vaginal odour had resolved. The reporter considered coital bleeding, dyspareunia, medical device removal, menometrorrhagia, noninfective oophoritis, pelvic pain and vaginal odour to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event heavy irregular bleeding, distinct smell and essure removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.